Manufacturer narrative:
The device is not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Endophthalmitis and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following uneventful right eye cataract plus trabecular micro bypass stent system procedure, the patient presented approximately 1-2 weeks postoperatively with endophthalmitis resulting in loss of vision. According to the surgeon, the event is unlikely related to the device. Additional information is being requested.